Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery in this subcutaneous implantable cardioverter defibrillator was believed to be depleting prematurely. A copy of device data was preserved and submitted for analysis. Engineering analysis confirmed accelerated battery depletion and technical services recommended device replacement. Evidence suggests that the device remains in service. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis. (B)(6) 2022. The pg was returned on september 14, 2022.

Event description:
It was reported that the battery in this subcutaneous implantable cardioverter defibrillator was believed to be depleting prematurely. A copy of device data was preserved and submitted for analysis. Engineering analysis confirmed accelerated battery depletion and technical services recommended device replacement. Evidence suggests that the device remains in service. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis. (B)(6) 2022 the pg was returned on (B)(6) 2022.

Event description:
It was reported that the battery in this subcutaneous implantable cardioverter defibrillator was believed to be depleting prematurely. A copy of device data was preserved and submitted for analysis. Engineering analysis confirmed accelerated battery depletion and technical services recommended device replacement. Evidence suggests that the device remains in service. This device is included in the emblem s-ICD premature depletion advisory population.